Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 50.

Manufacturer narrative:
Date of event - added date of event (B)(6) 2020

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. At the post follow-up (date unknown), distal type I endoleak was detected from ipsilateral leg of rlt351416j. On (B)(6) 2020, this patient underwent an additional endovascular repair. As a treatment, right internal iliac artery was embolized and additional stentgraft was implanted into right external iliac artery. No endoleak was confirmed and the patient tolerated the procedure. The physician's comments: the calcification of the common iliac artery was originally remarkable. The endoleak was considered to be occurred due to insufficient sealing on the distal landing zone.